Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they feel their implantable pulse generator (ipg) slipped during one night. They feel it's pinching, being squished or going to fall. No further patient complications have been reported as a result of this event.